Event description:
It was reported to philips healthcare that the "lithium battery cannot back up, battery calibration fail" on the heartstart xl+. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.